Event description:
While using the access instrument system, the physician punctured the bladder with the needle. Dr was not concerned with the puncture, and proceeded to complete the procedure. No medical intervention was necessary.